Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The stent remains in the patient. The lot number was provided. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Factors that can contribute to the stent not being fully apposed to the vessel wall include, but are not limited to, improper or inadequate crimping at the time of manufacture, patient anatomical morphology, patient disease state, pre-dilatation strategy, inflation technique during use of the product, an interaction with the patient anatomy and/or previously implanted stents, post dilatation technique, or undersizing of the vessel. To ensure this type of occurrence is not related to a potential manufacturing or product deficiency, all stent delivery systems (sds) are confirmed by various quality checks to verify visual, functional and dimensional specifications, including proper balloon dimensions, and proper stent placement. Additionally, a sampling of units is destructively tested to verify proper inflation and stent deployment. In this case, the sds was not returned for analysis which may have aided the investigation. There was no note of any damage to the sds or stent implant observed prior to the procedure, which may suggest that a product deficiency did not contribute to the difficulties experienced. Reportedly, five days post procedure, the patient presented with unstable angina and an angiography was performed revealing thrombosis in the stent. Post dilatation was performed again and a dissection was noted and additional treatment was used to implant another stent. Thrombosis, dissection, and angina are listed in the instructions for use as known adverse patient effects associated with coronary stenting. A conclusive cause for the reported difficulties could not be determined. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot and all lot release testing met manufacturing criteria. Additionally, a query of the complaint-handling database was performed and there has been no other incidents reported for difficult to deploy for this lot. There is no indication of a lot specific product quality deficiency.

Event description:
It was reported that on (B)(6) 2011, a procedure was performed to treat a mid left anterior descending lesion with heavy calcification. Pre-dilatation and atherectomy was performed. A 2.75 x 23 xience v stent was implanted, and post-dilatation was performed at 16 atmospheres. Post-dilatation was performed with a non-abbott balloon at 26 atmospheres. Intravascular ultra sound (ivus) was advanced for a final check; however, ivus could not cross the implanted stent, and was withdrawn without issues. On (B)(6) 2011, the patient presented with unstable angina, and angiography was performed. Thrombosis was observed in the xience v stent; therefore, ballooning was performed with a non-abbott balloon. A dissection occurred in the distal area of the stent; therefore, a 2.5 x 18 xience stent was implanted, overlapping the implanted stent, and successfully treating the thrombosis and the dissection. The physician commented that the distal end of the stent might have not been sufficiently expanded. No additional information was provided.